Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery. Thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted and the ipg was recovered.